Event description:
It was reported that a malfunction occurred on a pump. Blood glucose level did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, which resolved the issue without recurrence, allowing continued use of the pump.